Event description:
The customer stated that, she had rec'd a blood glucose reading of 20.9. It was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the readings. She was able to reset the meter to mg/dl, and no product will be returned.